Manufacturer narrative:
(B)(4) - drainage from incision occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a thyroid procedure on an unknown date and topical skin adhesive was used. The surgeon used subcuticular non-absorbable suture to close the incision and then applied the topical adhesive. After 90 seconds the surgeon removed the sutures. Four days post operative, the patient developed leaking from the incision. The patient was treated with antibiotics. The wound closed with no issues.